Event description:
It was reported that the bd bactec¿ mgit¿ 960 system experienced biological contamination which led to a false positive test result. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: the customer is experiencing "false results. Contamination issues". No further information could be provided.

Manufacturer narrative:
H6: investigation summary this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in with false positive results. After discussing the results with technical support the customer confirmed that the tube was contaminated due to a customer workflow/specimen issue rather than an instrument or consumable issue. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on june 12 2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time as the customer has indicated the issue is caused by a workflow/specimen issue. This complaint is unconfirmed as the customer indicated the contamination was not due to the instrument or consumable but was due to a workflow/specimen issue.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 system experienced biological contamination which led to a false positive test result. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: the customer is experiencing "false results. Contamination issues". No further information could be provided.